Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the electronical component, component failure of the outer tube and component failure of the connection part (tube/uc). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of malfunction was failure of component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had abnormal image. The event had occurred during set up. There were no reports of patient involvement.